Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced persistent device alerts indicating a software runtime error and an external flash write error despite multiple restarts, after which a replacement ilet was arranged and the original was returned. Symptoms included no reported adverse clinical effects and blood glucose remained unaffected. Outcomes included temporary interruption of ilet therapy with continued cgm use on a dexcom app or receiver. Investigation included customer service troubleshooting and receipt and inspection of the returned device. The investigation revealed a device malfunction related to the pump¿s internal memory function that triggered recurring system reset alarms, along with a persistent software runtime error that was not resolved by power cycling. Based on these findings, it was concluded that the device experienced a malfunction involving both hardware failure and a software-related error, and the device was subsequently replaced.